Event description:
It was reported by service report that the toprails not working, lift assembly not pumping correctly and brakes rings not holding properly. No patient involvement or adverse consequences are reported.